Event description:
The following was reported by the pt: it was alleged that on (B)(6) 2006, the pt underwent a ventral hernia repair where a composix kugel hernia patch was placed. The pt states that she has had constant pain at the hernia repair site her abdomen is swollen, and that she has problems with her bowel movements. Per the pt her cardiologist does not feel that she would survive surgery to correct the problem. The following was reported by a pt to the FDA. The FDA provided info to davol during an on-site inspection with no contact info for the pt. This MDR includes all pt, event and device info davol has received to date.

Manufacturer narrative:
Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reports pain and swelling at the hernia repair site. Currently, medical records have not been provided. The pt reports per her cardiologist she will not undergo suture surgery. A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. With the current available info, no conclusion can be drawn at this time. If additional info is provided a supplemental report will be submitted.